Manufacturer narrative:
No consequences or impact to patient; (B)(4) false (B)(6) result; (B)(4). No failure detected. This report is being filed on an international product, list number (B)(4), architect hbsag qualitative , that has a similar product distributed in the us, list number (B)(4), architect hbsag. No patient sample was returned for evaluation. To investigate the customer's issue, lot performance testing was performed using an in house retained kit of architect hbsag qualitative reagent lot 02424lf00 and two commercially available seroconversion panels (phm909 (7 bleeds) and phm910 (6 bleeds)). The seroconversion panel profile generated by lot 02424lf00 is comparable to the historical panel profile data previously generated i.e. The same first (B)(6) bleed of the seroconversion panel was detected. The results of this testing confirm acceptable performance for assay seroconversion sensitivity. In addition to our tests, we reviewed the testing data generated by our quality control laboratory prior to approving this reagent lot 02424lf00 for sale to our customers. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records was performed. No atypical complaint activities were identified and the analysis did not reveal an adverse trend for the customer's issue. The results of our investigation indicate that the architect hbsag qualitative reagent 1p97-35 lot 02424lf00 is performing acceptably and no additional issues were identified. The following recommendations were provided to the customer: repeat the test after re-centrifugation to remove fibrinogen. Repeat the test using edta plasma instead of serum. Repeat the test using a different method. (B)(6). (B)(4).

Event description:
The customer questioned (B)(6) results generated on the architect hbsag qualitative assay for a sample that was (B)(6) on elisa. The customer stated a donor sample that tested (B)(6) was sent to another laboratory for additional testing per their quality control procedure. The sample tested (B)(6) for hbsag and confirmed (B)(6) using an elisa method. The customer retested the sample on the architect i2000sr and yielded a (B)(6) result for hbsag. The sample was also (B)(6) for hbsag on the roche method, anti hbc (B)(6) on architect, elisa and vidas and corem (B)(6) on elisa and vidas. No impact to patient management was reported.